Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient stated the remote home monitor had a solid red light. Patient services attempted to assist the patient in completing a successful upload of the data from the remote interrogation, but the patient's phone line set up was determined to be a factor. At the time the patient was not able to reach the splitter that was plugged into the wall jack. The patient was referred to the clinic as there may have been an alert that was not able to be transmitted to the clinic. It is unknown if the patient contacted the clinic. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.